Event description:
The company was made aware on (B)(6) 2021 that the physician explanted the lead due to an infection. The patient will be rescheduled for a permanent implant after the infection has cleared.